Event description:
It was reported to ge that several days after a service call to repair a non-imaging system, one ultrasound transducer produced shadowing in the image and all transducers heating more than normal. No injury was reported, but based on further investigation, it was believed a recurrence of the malfunction could cause serious injury. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation has been completed.